Manufacturer narrative:
The insulin pump had missing segments due to cracked and bleeding display glass and minor scratches on the display window.

Event description:
It was reported by the customer's parent, that the customer had cracks on the display screen. Customer's blood glucose level at the time 214mg/dl. Troubleshooting occured. Advised to discontinue use of the insulin pump. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)